Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle dimension, needle broken and needle bent on lot # 8155685. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8155685. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200755520, 200755837] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced cannulas that were too long, while another syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced cannula breaking off or pulling out. Product defects were noted during use. The following information was provided by the initial reporter: material no: 328418, batch no: 8155685. Verbatim: issue 1: consumer reported one of the poly bag had 3 syringes that looked longer. She uses the 1ml, 8mm, 31g syringe. Out of those 3 needles, she reported one of the needle broke, detached and one of the needle was bent. Sample discarded. Incident date-unknown, occurred- 3 long needle, occurred -1-needle detached, occurred -1-bent needle, item# 328418, lot# 8155685 d, expiration date 2018-07-01, expiration date 2023-06-30. Consumer uses new syringes each time of her injection. She visually tests the needle to see if it is straight. Out of 3 syringes with dimensional issue, 1 needle broke, not detached, it was entered detached as an error, and 1 needle was bent.